Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred. There was no flushing from the catheter's irrigation channel. Fluid was also sent with the syringe, but no fluid came from the distal end of the catheter. The surgeon has checked the irrigation line with a syringe and no fluid has come out. There was no issue was realized during catheter change, during irrigation. The catheter was replaced with a new one and the problem was solved. Additional information was received indicating the problem was noticed while using it on the patient. The ablation catheter and the pentaray nav catheter are used in an alternating order while using it on the patient. During this change, we always wash the inner tube of the catheter with irrigation and it was noticed during that washing. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31298295l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred. There was no flushing from the catheter's irrigation channel. Fluid was also sent with the syringe, but no fluid came from the distal end of the catheter. The surgeon has checked the irrigation line with a syringe and no fluid has come out. There was no issue was realized during catheter change, during irrigation. The catheter was replaced with a new one and the problem was solved. The customer's reported occluded irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-jun-2025, additional information was received indicating the problem was noticed while using it on the patient. The ablation catheter and the pentaray nav catheter are used in an alternating order while using it on the patient. During this change, we always wash the inner tube of the catheter with irrigation and it was noticed during that washing. Based on this new information which confirms the issue occurred while the device was being used on the patient the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. The tip was dissected, and the irrigation tube was inspected, and it was found the irrigation tube folded in the tip area. This failure mode was identified as manufacturing related. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contains the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).